Event description:
Information was received via a manufacturer representative from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the pt is needing an MRI, but has been turned away from MRI facility, because they can't activate MRI mode. The manufacturer representative believes that the ins battery is in overdischarge. The manufacturer representative attempted a trickle charge on (B)(6) 2022 with the pt, but this was unsuccessful. It was inquired if the patient can have an MRI. It was also noted that the ins battery has been dead for maybe 1-2 years. There were no further attempts made to recover the implantable neurostimulator from its overdischarged state. When the patient left the physician's office, it had not been recovered. The patient is discussing having the implantable neurostimulator replaced with a non-rechargeable pending insurance and physician approval. It was noted that the device was not operational as of (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.